Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic insert involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The harmonic insert was found to have a broken blade. The blade broke at roughly .105 from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Review of the provided image is consistent with the reported complaint of "curved blade was broken". The titanium-curved blade of the harmonic ace insert had broken off. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the surgeon was using the harmonic insert to dissociate the tissue, and then the curved blade was broken. It was noted that no fragments from the broken instrument had fallen inside the patient. The procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 10 minutes. No patient information could be provided. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The surgeon did not experience functionality issues with the instrument and had no issues with removing the instrument prior to the breakage. There was no report of collision with any other instruments or other hard material. The surgeon performed the procedure laparoscopically remove the fragment. All fragment(s) were retrieved with a laparoscopic instrument during the same procedure. An post-operative ultrasound was performed to check for remaining fragments. The patient has returned to the hospital due to post-surgical complications related to retaining a foreign object. No information was provided pertaining to patient demographics or tests/laboratory data specific to the incident.